Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.020¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observation(s) not reported by site: the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not release the clip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure the customer experienced grip failure involving a green clip with a medium-large clip applier instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the nurse to confirm that the instrument was inspected prior to use. No damage out of the ordinary was observed. A clip fell inside the patient and was retrieved during the same procedure. Medium-large hem-o-lok clips were used. The vessel/tissue bundle was not greater than the suggested diameter. The instrument failed on the first clip application attempted and then two more times. A backup instrument was used. Patient demographic information was not available.